Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set and cartridge change, insulin leaked from the luer connector while the patient was filling the tubing, after which the patient replaced the supplies and successfully reconnected to the ilet. Symptoms included no reported change in blood glucose. Outcomes included no need for medical attention and continued use of therapy. Investigation included customer interview, troubleshooting, and review of lot information. Investigation of this case revealed that the leak was consistent with an incompletely tightened luer connection and normal device function after replacement of disposable components. It was concluded that user technique contributed to the event and that the device performed as expected after proper setup.